Event description:
While at the hospital for a regular visit, the patient started to feel ill. Her blood glucose level was elevated so she gave herself several boluses and tried to rest. At 1:00 pm she was admitted to the hospital. While she was there the patient stated that she noticed the subcutaneous infusion set was leaking and disposed the of set. She finally was given 10 units of insulin and released. Her blood glucose level returned to normal that evening.